Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed out, fell and hit their head. Patient was stated to have had suctioning event and low flow alarms. Patient is also stated to have a small left ventricle. Log file review confirms suctioning events. The ventricular assist device (vad) remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the pump was not returned for evaluation. The reported low flow/suction event was confirmed via review of the controller log files which revealed multiple low flow alarms logged starting (B)(6) 2018 and continuing through (B)(6) 2018. Log file analysis revealed that the pump was operating within normal power consumption with intermittent suction events; however, no suction alarms were logged. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, possible causes of the low flow/suction event can be attributed to multiple factors including but not limited to thrombus at the inflow cannula or outflow graft, kinking/constriction of the outflow graft, poor vad filling. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.